Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported tubing split and broke in half near the flush port. During air transport, the pt was receiving a transfusion. In the aircraft the blood was hung up on an IV hook. They were flushing the tubing in preparation of restarting the blood when the blood tubing split/broke in half by the flushing port. The blood was quickly clamped off at the pt and at the bag. New tubing was flushed (primed) and the transfusion was continued and completed without further problems. There was no pt harm and no medical intervention was required. The customer stated that no further pt or event information is available.